Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage on the top cover. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed a broken electrode in the electrode pocket. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical test performed. The scanning electron microscopy analysis of the electrode pocket revealed corrosion of some electrode wires. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action has been implemented. This version of the ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage on the top cover. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed a broken electrode in the electrode pocket. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action has been implemented. This version of the ultra device is no longer distributed. This is the final report.

Event description:
The recipient reportedly experienced poor performance. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. A review of the recipient¿s test data indicated impedance issues. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.